Manufacturer narrative:
It was reported there was a foreign matter in the syringe body. To aid in the investigation, one sample in a plastic bag with no packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed. The sample had connected to it a needle assembly and plastic shield. Between two ribs of the plunger rod there is a piece of plastic that is not biological foreign matter. The piece of plastic was sent to the laboratory for analysis. The report analysis confirmed the plastic foreign matter was not biological and has a 92.7% match to polypropylene, which is the same material used to the mold the parts. Inspection of the sample showed no damages or imperfections, so the piece of plastic would have come from another molded part. The three photos provided show the sample received. A device history record review was completed for provided material number 302830, lot number 1113417. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process and assembly line were performed looking for any sharp point that could induced this type of defect and no areas were found. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd conventional syringe contained foreign matter within the fluid pathway. The following information was provided by the client: "foreign matter in the syringe body. (20mlsyringe ll) this syringe contain anticancer drug.(calmtop)".